Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the air in line alarm issue was able to be replicated by analysts. The air detector was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with an air in line error. There were no reported adverse events.